Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported from a consumer regarding other/ unknown patients implanted with neurostimulators. The consumer reported that they were reading about patient who had their stimulators explanted for the same reason. [ information regarding the reporting consumer's explant was reported and addressed in MDR # 3004209178-2017-11888.] The reporting consumer had reported pain and scar tissue on the leads. Per the reporting consumer, these sites had information from patients and perspective patients. It was noted that the reporter was not sure if the other patients had devices from this manufacturer or other manufacturers. No further information was made available regarding these other patients and the explant events. No further complications were reported.